Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
Customer reports rad-8 readings "fluctuate and do not stabilize." Customer reports reported complaint was observed during repair/testing and was not used on a patient. Readings were simulated with a pronk technologies sim cube. There was no patient involvement.